Event description:
Suction button stuck in open position. Radical prostatectony. Loss of pneumo. Using 2-3 irrigators per procedure. Ongoing for two months but not reported. Account switched to competitor's product.